Event description:
The customer observed lower than expected results on two separate quality control fluids processed using vitros glu and lac slides, on a vitros 5,1 fs chemistry system. Using the vitros performance verifier lot g9158, the customer obtained a lower than expected glu quality control result (<20, <20 mg/dl) compared to an expected result of 88.46 mg/dl and a lower than expected lac quality control result (<0.5 mmol/l) compared to an expected result of 1.398 mmol/l. Using the vitros performance verifier lot h9160, the customer obtained a lower than expected glu quality control result (<20, <20 mg/dl) compared to an expected result of 291.57 mg/dl and a lower than expected lac quality control result (<0.5, <0.5 mmol/l) compared to an expected result of 3.774 mmol/l. In addition, the customer observed lower than expected results on three separate patient samples, processed using vitros glu slides on the same vitros 5,1 fs chemistry system. The initial and repeat glu results for those samples are: patient 1 yielded <20 mg/dl vs. 87 mg/dl, patient 2 yielded <20 mg/dl vs. 81 mg/dl, and patient 3 yielded <20 mg/dl vs. 94 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No biased patient results were reported outside of the laboratory during the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The root cause of the event was analyzer related. Ocd field service was required to mitigate the issue and return the system to acceptable operation. An ocd field engineer replaced the microslide insert blade and the colorimetric incubator eject blade, and performed all necessary adjustments to the rt/cm incubator. Acceptable glu and lac performance has been maintained following the service activity.